Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was maybe a month ago the pt noticed their ins charging was not working right since it was taking forever and a day to recharge. The ins charging time slowed down for a while and took so long to recharge the ins. Then this morning the pts controller quit working and went dead when recharging the ins. Pt said their back was killing them. During call pt verified no damage to the controller charging port or to the rtm. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. Pt said the controller displayed the message battery empty cannot provide stimulation. Pts controller was at 100%. Pt then attempted to recharge the ins and got recharging excellent. Pt will monitor ins charging duration and call back if needed. Pt noted the rtm was replaced once.